Event description:
It was reported that log files captured driveline power faults (power b) starting (B)(6) 2025 at 07:24 and continued for the remainder of the log files. The patient was having the same power fault alarm as on (B)(6) 2025. The alarm was cleared but it returned a few days later. Additional log files contained power a and b driveline power faults. System controller and modular cable were exchanged. There probably was some minor spotting of moisture invasion on the pump side connector external section just past the yellow line by the threading.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis and testing of the returned modular cable (lot number: 8356982). The submitted and downloaded system controller event log files were reviewed and spanned from (B)(6) 2024 ¿ (B)(6) 2025. A driveline power fault alarm activated at 07:24:42 on (B)(6) 2025 due to the current sense on power line b dropping below the threshold amperage. The current sense returned to the appropriate level at 07:42:43 on (B)(6) 2025; however, the driveline power fault alarm remained active as intended. The driveline power fault alarm resolved at 16:33:36 on (B)(6) 2025; per the provided information the alarm was cleared manually via the heartmate touch at this time. The driveline power fault alarm reactivated at 01:58:55 on (B)(6) 2025 due to the current sense on power line b dropping below the threshold amperage. The current sense returned to the appropriate level at 01:58:57 on (B)(6) 2025; however, the driveline power fault alarm remained active as intended. The alarm remained active until the driveline was disconnected at 15:37:04 on (B)(6) 2025 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed within the expected range without issue while the driveline was connected. The modular cable was tested with a test system controller on mock circulatory loop powered by a power module, and upon manipulating the modular cable, a driveline power fault alarm was reproduced. The modular cable outer jacket and underlying layers were removed for inspection and testing of the underlying wires, revealing breaches in the power b and ground b wires that exposed the underlying conductors; these conductors contacting each other would result in the observed driveline power fault alarm. The heartmate 3 lvas instructions for use (IFU)and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number 8356982, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.